Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 90mg/dl. They took insulin as normal. About forty-five mins later they began to have symptoms of hypoglycemia. An ambulance was called and when the emt's arrived they checked pt's glucose with their equipment. The emt's result was 42mg/dl. They were treated at the scene. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.